Event description:
It was reported that the pt could not hear clear and well after an impact to the head. Reimplantation is considered but not scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also the reported impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that after an impact to the head, the patient could not hear clearly and well.

Manufacturer narrative:
Additional information: based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. The complaint can be re-opened if the device is received for investigation.

Event description:
It was reported that after an impact to the head, the patient could not hear clear and well.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.